Manufacturer narrative:
This event took place in (B)(6). No products have been returned to medtronic for analysis. (B)(4).

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that not all the instruments used were verified. Removal was once performed and adding was made, and it was able to verify. There was no reported delay to the procedure. There was no reported impact to the patient.